Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd-atrial perforation), as listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd was likely related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. The implanted mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the enlarged atrial septal defect. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted, reducing mr to grade 1. On (B)(6) 2020 an enlarged atrial septal defect from the initial procedure was treated with a closure device. Additionally, during echocardiogram it was noted that one of the implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. Tissue damage was suspected. A second mitraclip procedure was performed. One clip was implanted, reducing mr to 2. No additional information was provided.